Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review during post implant procedure, the right ventricle lead exhibited high capture thresholds and micro dislodgement was suspected. The right ventricle lead during the revision procedure on (B)(6) 2021 exhibited failure to capture. The lead was successfully repositioned. No patient consequences.